Manufacturer narrative:
H4. Device manufacture date has been added on 29-oct-2025. The device evaluation details. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a rough tip was observed. The device was returned to johnson & johnson medtech (j&j) for evaluation on 12-nov-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that no damage or anomalies on the tip. No sharp condition or deformation was detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The tip issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a rough tip was observed. Before the procedure, it was found that the tip of the device had been rough. The second device was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. Tip rough. It had a deformation. No picture obtainable. No sheath was used on the patient. No alteration on the shaft surface.